Manufacturer narrative:
The main component of the system. Other relevant devices are: etlw1616c93ee , s/n: (B)(4); use by date: (B)(6) 2019; upn # (B)(4), s/n: (B)(4); use by date: (B)(6) 2018; upn # (B)(4), s/n: (B)(4); use by date: (B)(6) 2019; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Helifx endoanchors were implanted in an endurant stent graft system prophylactically, due to concern for late failure, during the en dovascular treatment of a 57mm abdominal aortic aneurysm with a 20mm abdominal aortic neck and 43 degree proximal aortic neck angulation. It was reported that, approximately 5 days post index procedure, the patient developed a bloody seroma in the left groin that self-emptied with serous fluid running down the patient's left thigh. As per the investigator, the event was causally related to the index procedure. The event was resolved and the patient recovered after treatment involving wound management for the left groin area. No additional clinical sequelae were reported and the patient is fine.